Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blank display on insulin pump the customer¿s blood glucose was 91 mg/dl. Advised to discontinue use of the insulin pump . Self test was performed and test was passed. The insulin pump will be returned for analysis.